Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a surgical lead on (B)(6) 2009. It was reported that the pt was unable to increase the amplitude for her stimulation. Further investigation revealed that two of her lead contacts yielded invalid impedance measurements. Effective stimulation was recaptured for the pt via reprogramming utilizing the functioning electrodes. No further complications were reported.